Manufacturer narrative:
Na

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was replaced due to noise in the rv channel.